Event description:
Device report from germany reports an event as follows: it was reported that during a procedure on an unknown date, the grooves of the reamer head sheared off. The grooves are needed to fix the drill head on the drive shaft. It was determined that the reamer had entered the bone at the wrong entry angle. This report is for an unknown reamer head. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Date of event is an unknown date in 2022. This report is for an unknown reamer head/unknown lot. Part and lot number are unknown; UDI number is unknown. Device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter occupation: reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed that the unk - reamers: reamer head had the prongs broken, fragments appear to remain inside the patient's body. X-ray photo shows nine (9) fragments, however, it cannot be concluded if they are from multiple reamer heads or one that produced multiple fragments. The rest of the device is not visible in the evidence provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the unk - reamers: reamer head. Due to the trend with the broken ria 2 reamer heads identified during post-market surveillance, a CAPA was raised to determine the root cause of broken head breakages. The cause of this issue was identified as deviation from the recommended surgical approach of 10 degrees. Additionally, the product issue escalation was initiated to define any further action related to the breakage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.